Manufacturer narrative:
As reported in a research article, out of 123 patients followed, 10 were implanted with an abbott ring. Five patients died with 30 days of the procedure due to cardiovascular related cause. It is unknown if these patients were implanted with an abbott ring. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott rings that may be related to a complications post procedure. Details are listed in the article, titled "thirty-day outcomes of transcatheter mitral valve replacement for degenerated mitral bioprostheses (valve-in-valve), failed surgical rings (valve-in-ring), and native valve with severe mitral annular calcification (valve-in- mitral annular calcification) in the united states." It was reported in the article that 123 patients underwent mitral valve-in-ring procedure between march 2013 and june 2017 in 172 facilities, with 10 of the rings implanted to be an abbott ring. The median age was 73 years old. 59 of the patients were female. The patients have the following comorbidities: diabetes, atrial fibrillation, chronic kidney disease, severe lung disease and stroke. There were 5 cardiovascular related death within 30 days post procedure. It was not documented in the article if these events were related to an abbott device.